Manufacturer narrative:
Updated method code grid.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the power plug is broken. No health consequences or impact reported.